Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed).

Event description:
It was reported that during the initial procedure, the left ventricular lead implant was attempted, but not successful. The "lead would back out of the target branch." It was noted that several implant attempts were made. The lead was removed and replaced. No patient complications were reported as a result of this event.